Event description:
During scheduled surgery procedure, surgeon was using stryker drill with oscillating saw blade attachment to cut bone of metatarsal. Surgeon noted that drill would stop oscillating intermittently. The drill began to feel hot while in used. The metal attachment came in contact with edge of incision line while in use causing a 1x1 cm superficial burn to the dorsal aspect of right foot. The drill was removed from the field and given to sterile processing for decontamination and set aside for vendor review. Surgeon disclosed incident to pt after surgery.